Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4)

Event description:
As reported by a eye care professional (ecp), a patient experienced discomfort after being fit in the contact lenses (B)(6) 2015. The patient removed the lenses and attempted to clean with an unspecified solution without success. The patient returned to the clinic (B)(6) 2015 exhibiting swollen red eyes. The patient was diagnosed with bacterial keratitis (infectious corneal ulcer) in the left eye (os). The patient was prescribed topical antibiotics (moxifloxacin and tobramycin) and cycloplegics (tropicamide and atropine) for the bacterial keratitis. The ophthalmologist suggested corneal ulcer scrapping with gram-staining however, the patient declined. The medications only provided partial resolution of the ulcer and the patient was referred to an ophthalmologist for a second opinion. During the referral exam, a slit lamp examination showed a 2mm x 3mm paracentral grayish white corneal infiltrate surrounded by a healed stromal haze/scar. No hypopyon or cells and flare were noted in the anterior chamber. The best correct visual acuity (bcva) was 20/100. The patient was prescribed natamycin (anti-fungal) drop every 2 hrs initially, combined with moxifloxacin eye drops 4 times daily. Natamycin was eventually titrated and tapered to 4 times daily and moxifloxacin eye drops were discontinued in subsequent follow up visits. The most recent examination showed complete resolution of the corneal infiltrate/ulcer in the os and a bcva of 20/30. Additionally, the examination noted a 2mmx 2mm paracentral corneal scar/haze had developed on the os. Additional information received on 08/25/2015 indicated that the patient was not admitted to the hospital and their current condition is recovering. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided from the reporting distributor on (B)(4) 2015 indicates that they received confirmation that no additional information is expected regarding the event.

Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Event description:
Additional information received on (B)(6) 2015 from an eye care professional (ecp) indicated that the corneal ulcer has healed but resulted in a paracentral corneal scar. Additionally, the ecp indicated that the best corrected visual acuity (bcva) remains unchanged at 20/30 during the last follow up visit approximately a month ago. The event has resolved. Additional information has been requested.